Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) reported that the customer cancelled the service call. The biomed stated there was no issue with the iabp and it did not require a service call. No parts were replaced and the iabp remains in clinical service. (B)(6).

Event description:
The customer reported that while the cs300 intra-aortic balloon pump (iabp) was in use on a patient it alarmed with a "leak in iab circuit" alarm. No adverse event has been reported.